Event description:
A malfunction was reported that caused the customer's blood glucose level to reach 505 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump.